Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the loose fixing pin can be attributed to age-related wear and tear and frequent usage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cystoscope sheath, 10.8 fr., 5 fr. Channel fixing pin at the connection part of the mandolin was easy to come off. There was no report of patient harm or user injury associated with this event.